Event description:
Info received indicates the hi/low function is drifting down from the high position.

Manufacturer narrative:
The technician removed, cleaned and reinstalled the hi/low drive assembly to repair the bed.